Event description:
Our distributor in a another country, reported that a hole was found in the pouch containing this sterile tubing set. This event occurred during inspection of the product prior to delivery to an end user. There was no patient involvement, serious injury or surgical delay related to this event.

Manufacturer narrative:
Investigation findings: conmed linvatec received this device and packaging for evaluation, and confirmed the reported problem. A visual examination of the packaging found a small tear on the sterile pouch, which compromised the sterility of the product. An investigation remains in process for this failure mode. Conmed linvatec continues to monitor this device for failures.